Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, while working on the inguinal area at the lower abdominal region with a balloon trocar and a tacker, after 3 successful firings, the tacker device stopped firing. The surgeon used other tacker to complete the case. When the surgeon was about to remove the balloon from the patient, the balloon broke away from trocar. There was no patient injury.